Manufacturer narrative:
MDR 3005778470-2019-00062 / device 6 of 8. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. A batch record review was conducted resulting in the following: catheters in question were produced under subassembly lots #8h04121 and 8g01272 on catheter assembly machine a097 during july -september 2018. Then gentlecath glide catheter, was packed under lot #8j00384 - on machine p009 in total lot amount (B)(4) pieces from september 4th to 7th, 2018. The catheters were sterilized. The production of gentlecath glide catheters (lot #8j00384) has been done in compliance with work instructions. The hydrophilic tube ch14 were produced on extruder e037, center c4. During the tube extrusion process, raw material (pellets hydrophilic tpe m6906-01/1336033 lot numbers 11856363, 11856374) was used and accompanied with a certificate of analysis. All specified properties were within specification and based on that the grain was released to production. The relevant certificates were reviewed during the investigation again and all lot values stated in the certificates were within specification. The device history records(DHR) of used tubes produced under batches 8h04212, 8h04191, 8h05201, 8g01296 were checked and no nonconformity was registered during the extrusion process. Review of the DHR for lot #8j00384 showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. A query was run on june 19, 2019 against product name gentlecath glide for malfunction code for catheter is dried, not lubricating, (i.e. Lubricious catheters only) which, yielded two occurrences since october 28, 2016. No samples or photos were received for both complaints. There is not enough information to conclude the product did not meet specification and perform as intended. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the "gentle glide catheters were dried out with no lubrication".